Manufacturer narrative:
Insulin pump was received with no button response due to corroded keypad traces. Unable to verify excessive no delivery alarm due to unresponsive buttons. Unit had missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump will not push insulin all the way through. The act and esc buttons on the insulin pump would stick. Customer's blood glucose level was 69 mg/dl. The customer ate something to treat their blood glucose level. The numbers were not ramping on their own and the scroll bar was not moving with no input. The insulin pump alarmed no delivery 12 times and button error. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.